Event description:
Pt was admitted to hospital with ketoacidosis on (B)(6) 2010 at 5 pm. Blood glucose elevated to 28 mmol/l, ph was less than 7.0, and pt experienced unconsciousness. Treatment provided was unk. Hospital reported pt was in stable condition and wanted to continue infusion device therapy. Infusion device was replaced and requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.